Event description:
During the unk procedure, the harmonic scalpel was not working correctly. No injury to pt. No other info is available. The device will be returned.

Manufacturer narrative:
Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade nicked and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The device was also returned with the clamp arm detached. As the clamp arm was not returned, further eval of the clamp arm could not be performed. The batch history records were reviewed with no anomalies noted during the mfg process.